Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 600 mg/dl at the time of incident. Customer treated high blood glucose with manual injection. Customer's current blood glucose was 90 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting. Customer stated the tape was not sticking and it came off from site. Auto mode feature was activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.